Event description:
Initial reporter indicated that when they were programming a pt's vns device for the first time using their handheld computer, it displayed "retry generator failed to program". Another attempt was made and it was reported "the screen became frozen". The 7.1 programming software was reinserted into the handheld computer and the event resolved. Cyberonics is pending receipt of the handheld and programming software at cyberonics for analysis.